Event description:
On (B)(6) 2012, a pharmacist contacted lifescan (lfs) from (B)(6) on behalf of the lay user/patient alleging that the patient's onetouch verio meter was prompting an unknown error message. The patient did not allege any harm or injury because of the reported issue. During troubleshooting the pharmacist informed the customer care representative that the patient could not recall the error message number, just that it said "pease test again."the alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. Based on the information provided, their complaint is being reported due to the following conclusion(s): the patient claimed that the subject meter was prompting an unknown error message. There is no evidence that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.device returned to mfg date:test strips- 9/12/2012.meter- 9/13/2012.